Manufacturer narrative:
The investigation into automated impella controller (aic) - purge disc/flag issues has been completed. After reviewing the imc logs reported issue that purge disc couldn't be detected was confirmed. During the device analysis the purge disc flag was found to be broken (missing at blue retainer). G1 reporting contact email was reported incorrectly on manufacturer device report 1220648-2024-23156.

Manufacturer narrative:
The console was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed. This is one of two medical device reports associated with the event. This report represents the automated impella controller and manufacturer device report number 1220648-2024-23082 represents the pump.

Event description:
A complainant reported that the automated impella controller (aic) did not recognize the purge cassette even after several attempts. Another aic was used and was successful. Support was delivered to the patient uninterrupted.